Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Macroscopic examination confirms that the rod is broken approximately in half. Damage is noted on the fracture surfaces. Micro scopic examination of the fracture surfaces reveals a relatively flat fracture surface with progressive striations, indicative of fatigue, as well as directional riverlines indicative of overload. We are unable to determine the root cause of the failure from the available information.

Manufacturer narrative:
(B)(4). Review of radiographic ap and lateral view of lumbar spine reveal multiple level pedicle screw fixation with rod breakage at right l4-5 and s1 screw breakage at left s1 and right s1. Lateral views show breakage as well however levels are not interpretable. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent a spinal fusion procedure with posterior fixation. Sometime post-op the patient returned to the physician stating that she was experiencing pain. Ap and lateral x-rays were taken that showed a rod was broken. A revision surgery was performed approximately 26 months post-op to remove the broken implant. The patient had fused so the implant was not replaced. No further patient complications were reported.